Event description:
It was reported that the implantable cardiac defibrillator (ICD) system was removed due to recurrent enterococcal bacteremia and possible vegetation on the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies found.